Event description:
As part of a research protocol, rptr was testing two types of central lines. It became quickly apparent that this catheter was experiencing more dysfunctions than the other device and more than similar devices. Problems with the device include leaking and breaking at the hub of the catheter as well as in the body of the catheter. These breaks caused pt inconvenience and cost but also put them at risk for contamination and infection of the catheter and their blood. Some of the pts had to be admitted for IV antibiotics or have their lines removed prematurely. Pt #1 had one catheter implanted for 3.5 months before breaking at hub, another catheter for 3.5 months before breaking at hub and a third for 7.0 months before breaking at body. Pt #2 had one catheter implanted for 3.0 months before breaking at body, another catheter for 4.0 months before breaking at hub and a thrid for 5.0 months before breaking at body. Unable to repair the last catheter. Pt #3 had a catheter implanted for 4.0 months before breaking at body. Unable to repair catheter. Pt #4 had one catheter implanted for 3.5 months before breaking at hub, another catheter for 5.5 months before breaking at hub, a third catheter for 6.5 months before breaking at hub and a fourth for 7.5 months before breaking at body. Pt #5 had one catheter implanted for 9.0 months before breaking at body and another for 13.0 months before breaking at body.